Event description:
A user facility reported that an electromechanical ambulatory infusion pump malfunction during periodic maintenance testing. The bioengineering technician claims the pump delivered at approximately 30.0 ml/hr during a 1.7 ml/hr delivery test (over delivery). There was no patient involvement.